Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv2 (low voltage 2)/proximal conductor was obstructed due to the coating of the stylet/guidewire. There was guidewire coating on the distal conductor of the lead and it was obstructed. The stylet/guidewire was damaged. Visual summary analysis of the lead indicated damage at implant. Visual inspection found the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. It also found the guidewire tip bent inside lead tip nose. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the competitor guidewire could not be removed from the left ventricular (lv) lead even when the physician used extreme force. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.